Event description:
Info received indicates the right intermediate siderail is not latching.

Manufacturer narrative:
The technician found the siderail mounting bracket was loose. The technician tightened the siderail bracket to repair the bed.